Event description:
It was reported that the customer experienced symptoms of hyperglycemia or hypoglycemia in the morning like blurred vision, headache and dizziness while the blood glucose meter did not turn on. It is unclear for how long the meter had been unavailable for use. Around 4:10pm on the same day, the symptoms became worse and the customer was taken to the hospital by her spouse. At the hospital, she was tested 35 mg/dl and became unconscious for some minutes. The customer received an unknown treatment and after some minutes, another blood glucose test resulted in 150 mg/dl. The customer was released around 5:00pm on the same day.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.